Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported separation issues. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that before use the nc trek 3 x 12 mm balloon dilatation catheter hypotube was separated in two pieces when removed from the plastic coil. The packaging and coil did not have any damage. A non-abbott balloon was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.